Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision procedure to reposition the reservoir. The patient did not like being able to feel and see the bulge under his skin. The reservoir was placed too superficially. The reservoir was removed and replaced in a deeper spot. There were no patient complications.